Event description:
On (B)(6) 2024, zyno received a report from the customer reporting they had an issue with the pump. The customer stated that the pump was fully functioning until it was tested. It then will turn itself off and would reset its infusion. Customer claimed the pump would not even turn on at that point. The issue was found during bench testing. There was no patient injury reported.

Manufacturer narrative:
There are previous complaints # (B)(4) on the device. Testing results were reviewed. It was discovered that there were discrepancies in the test records. Ncr # (B)(4) had been initiated to address the discrepancies. Device was returned investigation in process. This MDR will be reopened and updated once the investigation has been completed and additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).